Event description:
It was reported that increased capture thresholds and high, out of range, pacing lead impedance were observed. The lead remains implanted. Patient monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.